Manufacturer narrative:
(B)(4) per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the likely cause of the balloon burst was contributed to the patient¿s calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an affiliate in canada, during implantation of a 26mm sapien 3 vale by tf approach in aortic position, the balloon ruptured. Bav was performed and the 23mm edwards balloon ruptured on inflation in the native valve. During deployment of the valve the balloon on the commander system also ruptured. Valve was successfully deployed but some pvl was present so a second commander system was prepped and inserted to post dilate the sapien 3 valve. Valve was successfully post dilated but unfortunately this balloon also ruptured. Pvl was significantly reduced and no further intervention was required. Patient was discharged home and is doing well. As per medical opinion patient calcification could be the cause for the balloon burst.